Manufacturer narrative:
Supplemental report provided as the driver involved in this complaint was identified as a imre200.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One unknown biomet 3i implant and one certain® ratchet extension - long 3.4mm(d) (imre200) were returned for investigation. Visual evaluation of the as returned implant identified to be stuck with driver. Signs of use. Functional testing was performed and devices could not be disengaged. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D - sep 2020. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the imre200 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product using keyword does not disengage/release. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (imre200 & unk biomet implant). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when placing the implant in the patients mouth, the driver got stuck in the implant. The implant was removed and replaced.